Event description:
The device was returned for analysis due to carrier tip breakage of the tunneling tool while trying to pull back the tool. Hcp reported no unusual resistance was encountered. The tip of the tunneling stayed together with the extension coneector, therefore it was not "lost" in the tunnel. It was impossible to retract the extension and the tip, so an approximately 2 cm long additional incision had to be made to collect the tip. The physician claims that this may be potentially dangerous since the additional incision in the neck area may hit large volume vascular structures. The problem was resolved without complications. A follow-up report will be sent when additional information is received.